Event description:
It was reported that an ilet device with sn (B)(6) failed to charge above approximately 20 percent despite use of multiple wall outlets, inductive chargers, and the charging cradle showing a solid green indicator, consistent with a device power/charging malfunction. Symptoms included no adverse clinical effects. Outcomes included no impact on the user¿s health and no medical intervention. Investigation included customer interview and troubleshooting over the phone. Investigation of this case revealed that the issue persisted after user-led troubleshooting and alternative power sources, indicating a suspected device charging failure. It was concluded that the device likely experienced a charging system or battery performance failure, and a replacement device was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
The complaint investigation included evaluation of the returned device and a review of engineering logs. Testing and log analysis confirmed that although the ilet acknowledged charging engagement, the battery continued to deplete due to a mainboard-related charging circuit failure. The malfunction was confirmed as device-related and consistent with previously identified similar events. No user error was identified. There were no reported adverse clinical effects, no impact to health, and no medical intervention required.